Event description:
Patient's representative reported left side "device was undulated and irregular", "a serious infection", "capsular contracture [baker grade unknown] with intracapsular rupture", "a lot of pain" , "patient felt anguish and also, psychologically shaken due to the situation", "breast lump", "calcifications", "cysts with calcified walls", "prodromes of an inflammatory reaction,", "peri-prothesis secretion", "fragments of fibrous capsule with foci of hemorrhage and metaplasia, mature muscle and adipose tissue without particularities" and "capsule showing foci of synovial metaplasia." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma, capsular contracture, infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown, seroma, infection, rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: inflammation/ irritation : unable to observe as it is a medical event that is not related to the device. Crease/ folding of implant: no observed. Infection : unable to observe as it is a medical event that is not related to the device. Contracture : unable to observe as it is a medical event that is not related to the device. Calcification : no observed. Cyst : unable to observe as it is a medical event that is not related to the device. Anxiety - product/ procedure : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Lump/ nodule : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 21425636 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30023836 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient's representative reported left side "device was undulated and irregular", "a serious infection", "capsular contracture [baker grade unknown] with intracapsular rupture", "a lot of pain" , "patient felt anguish and also, psychologically shaken due to the situation", "breast lump", "calcifications", "cysts with calcified walls", "prodromes of an inflammatory reaction,", "peri-prothesis secretion", "fragments of fibrous capsule with foci of hemorrhage and metaplasia, mature muscle and adipose tissue without particularities" and "capsule showing foci of synovial metaplasia." Device was explanted.